Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the following: a flaw (tear) in the camera cable, corrosion inside the camera cable, water immersion in the main unit imaging, corrosion on the scope mount, adhesion on the main body, crack on the video connector, corrosion at the electrical contact point of the video connector. Based on the results of the investigation, the tears on the camera cable indicate that the water-tightness is no longer maintained and that moisture may have entered the interior. It is presumed that this led to flooding of the main unit imaging and corrosion of the inside of the camera cable. In addition, we assume that the internal charge-coupled device (ccd) failed due to the water that entered the camera, resulting in the inability to communicate normally and the poor image quality. A device history review revealed no issues. This issue is addressed in the instructions for use (IFU): the following statement is included in the "warnings" section in the "instructions for use" section of the instruction manual: ·there are no abnormalities in endoscopic images or functions. If an abnormality occurs in the endoscopic image or function and returns to normal spontaneously, the device may have already malfunctioned. If you continue to use the device as it is, the abnormality may occur again and the device may not return to normal. In this case, discontinue use immediately and slowly pull the endoscope out of the patient. Continued use of such an instrument may injure the patient or cause bleeding or perforation. The following statement is found in the instruction manual "precautions for cleaning, disinfection, and sterilization" and "warning" in "storage". Do not clean, disinfect, or sterilize this product together with tweezers, forceps, or scalpels. There is a risk of puncturing the camera cable and destroying the electrical circuitry inside the product due to water leakage. Olympus will continue to monitor the field performance of this device.

Event description:
The intended therapeutic procedure was completed.

Manufacturer narrative:
The device is expected to be returned for evaluation but has not yet been received. The investigation is ongoing. A supplemental report will submitted upon completion of the investigation or if additional information is provided by the user facility.

Event description:
It was reported the camera head had poor image reflection. The issue occurred during inspection before use. There were no reports of patient harm.